Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and evaluated. Only the suture was sent back to mitek. Visual observation confirms the suture is cut. The suture is also slightly frayed. It is possible that one of the instruments used in the procedure had sharp edges that contributed to this failure. No additional procedural details were provided to confirm if the aforementioned cause contributed to the failure. Furthermore, no lot numbers were supplied, which precludes conducting a batch history review or a lot specific search in the complaints handling system. Other than the possibility mentioned above, we cannot discern a root cause for this failure at this time. At this point, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported that the anchor was inserted into bone without complication; when surgeon pulled at the suture to check the fit of the anchor, the suture ruptured. The surgeon wanted to re-fixate with three anchors. Two anchors rupture at the suture, so he had to use five anchors to finish the procedure. There was a twenty (20) minute surgical delay. The surgeon stated that he did not pull excessively. The date of the procedure is unknown.